Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the device remains in the patient anatomy. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. The reported patient effect intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified mid right coronary artery. During deployment of a 2.5 x 18 mm xience prime stent, a dissection occurred which was treated with a xience xpedition stent. There was no clinically significant delay in the procedure. No additional information was provided.